Event description:
It was reported that the videoscope exhibited noise. This occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 9610595-2025-16154. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information received from customer.